Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that upon receiving the device, it was not working properly. Upon further investigation, it was determined that the device's power indicator was blinking. There was no reported patient involvement.

Manufacturer narrative:
Customer phone number not provided a replacement device was sent to the customer on (B)(4) 2016 .